Event description:
Same case as MFR#: 2134265-2010-02882. Reportable based on analysis completed on (B)(6) 2010. It was reported that during a renal stenting treatment procedure, removal difficulties were encountered. The target lesion was located in the right renal artery. The 6.0x14x150cm express sd biliary stent system was advanced to the lesion and the stent was successfully deployed in the vessel. Upon removal of the stent delivery system (sds), the balloon became caught on the stent. The physician utilized the 6fr mach 1 jr 3.5 guide catheter to pull the balloon away from the stent. After four attempts, the balloon was successfully removed from the stent; however, he was still unable to pull the sds into the guide catheter. The sds and the guide catheter were removed together as a unit. There were no patient complications reported and the patient's condition was reported as stable. However, device analysis revealed exposed braiding and damage to the inner lining of the guide catheter tip.

Manufacturer narrative:
Analysis of the returned device revealed a very small length of braiding was exposed inside the distal tip and damage was noted to the inner lining and a small portion of the exterior of the distal tip. Inner diameter (ID) measurements at the distal tip and the proximal end were found to meet specifications. Examination of the material surrounding the tip damage and internal damage did not reveal any evidence of material or manufacturing deficiencies that could have contributed to the damage or the reported event. Microscopic examination of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).